Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the use of a recanalization catheter with a contralateral approach in the sfa, the catheter tip allegedly detached and remained in situ. Reportedly, a guidewire and catheter were used to complete the procedure. The patient was reported as doing well.

Manufacturer narrative:
A complete manufacturing review could not be conducted as the investigation is lot number unknown. Investigation summary: the device was returned. The visual inspection confirmed 1.5cm of the distal end was detached and missing along with the marker band. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. -do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: advance the guidewire and crosser catheter to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser catheter.

Event description:
It was reported that during the use of a recanalization catheter with a contralateral approach in the sfa, the catheter tip allegedly detached and remained in situ. Reportedly, a guidewire and catheter were used to complete the procedure. The patient was reported as doing well.